Event description:
Reporter alleged discrepant results between blood glucose monitoring device and a valid lab comparison. Reporter stated at 14:18 device was 145 mg/dl and lab comparison was 99 mg/dl at 14:20. Reporter stated controls and linearity were performed and found to be within an acceptable range. Reporter indicated patient was in the hospital for surgery unrelated to the diabetes condition and no medication was given or delayed based on the reading from device. A request was made for the return of the suspect device and replacement product was sent.